Manufacturer narrative:
Date rec¿d by MFR: 23jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse replaced the touch screen. The unit was checked and no abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15jul19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. There was no patient involvement.